Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device patient temperature increased from target temperature(tt) 33.5c to 34.2c for past couple hours. Patient on therapy for about 48 hours. They stated they did lose ac on the floor for a few hours. Patient temperature(pt): 34.2c, target temperature(tt): 33.5c, water temperature(wt): 15c, flow rate(fr): 1.0l/m, circulation pump command(cpc): 39 percentage, chiller temperature(t4): 4.5c, sh: 1951, ph: 1870. They stated temp indicator had two arrows pointing up, but now it was one arrow down. Explained how the two arrows up means the patient was generating heat, which can explain the rise in temperature. Confirmed device appears to be working appropriately. Discussed baby in pad. Suggested they monitor the water flow rate(wfr) and call if it drops below 0.7 l/min or any alarms occur. Before ending the call, patient temperature(pt) was 34.1c. Explained how 34c would be considered target temperature(tt).

Manufacturer narrative:
The reported issue was inconclusive. Patient temperature increased from target temperature (tt) 33.5c to 34.2c for past couple hours. Patient on therapy for about 48 hours. They stated they did lose ac on the floor for a few hours. Patient temperature (pt): 34.2c, target temperature (tt): 33.5c, water temperature (wt): 15c, flow rate (fr): 1.0l/m, circulation pump command (cpc): 39 percentage, chiller temperature(t4): 4.5c, sh: 1951, ph: 1870. They stated temp indicator had two arrows pointing up, but now it was one arrow down. Explained how the two arrows up mean the patient was generating heat, which can explain the rise in temperature. Confirmed device appears to be working appropriately. Discussed baby in pad. Suggested they monitor the water flow rate (wfr) and call if it drops below 0.7 l/min, or any alarms occur. Before ending the call, patient temperature (pt) was 34.1c. Explained how 34c would be considered target temperature (tt). The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device patient temperature increased from target temperature(tt) 33.5c to 34.2c for past couple hours. Patient on therapy for about 48 hours. They stated they did lose ac on the floor for a few hours. Patient temperature(pt): 34.2c, target temperature(tt): 33.5c, water temperature(wt): 15c, flow rate(fr): 1.0l/m, circulation pump command(cpc): 39 percentage, chiller temperature(t4): 4.5c, sh: 1951, ph: 1870. They stated temp indicator had two arrows pointing up, but now it was one arrow down. Explained how the two arrows up means the patient was generating heat, which can explain the rise in temperature. Confirmed device appears to be working appropriately. Discussed baby in pad. Suggested they monitor the water flow rate(wfr) and call if it drops below 0.7 l/min or any alarms occur. Before ending the call, patient temperature(pt) was 34.1c. Explained how 34c would be considered target temperature(tt).